Event description:
Adverse event(s): "fiber removed from the eye" (foreign body, removal of). Product problem(s): "report of fiber in eye." (Foreign material present in device). The customer reported that a pt had a fiber in the eye from the back table cover. The fiber was removed and the pt is reportedly doing well. Additional follow-up info has been requested.

Manufacturer narrative:
No samples were returned for eval and root cause analysis and no lot number was provided, so device history records could not be reviewed. A review of the complaint history for this system indicates this is the first event of this type reported for this facility. A definitive root cause could not be determined. However, the supplier changed the reinforcement material to sms from non-woven dexter. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).